Event description:
It was reported that a malfunction alarm occurred with a malfunction code displayed as malf 0. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer did not reset the pump for this malfunction before contacting support, so pump reset information was provided, and the customer was assisted with resetting the pump. After the reset, the malfunction code did not recur, and the customer was advised to call back if any code reappeared, which they acknowledged.